Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone14.7. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) in late april of 2026. The issue occurred when the patient changed their pod, located on the leg, late at night due to high blood sugar, but the pod failed to switch from manual to automated mode and did not bring their glucose levels down. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod longer than 48 hours. The patient was treated with an x-ray, and arterial line. The patient spent 2 days in critical care and 5 more days at the hospital. The patient was discharged on (B)(6) 2026. The pod was removed at the hospital.